Event description:
A malfunction on a pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, successfully resolving the issue, and was advised to continue using the pump while contacting support if the problem recurs.